Event description:
It was reported that during thrombectomy and atherectomy procedure, the catheter suddenly locked with the guidewire when working in the body, the catheter and the guidewire could not be separated, and the catheter could not be pulled during the withdrawal process. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded lower limb artery, the catheter suddenly locked with the guidewire when working in the body, the catheter and the guidewire could not be separated, and the catheter could not be pulled during the withdrawal process. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products hat are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and was physically investigated. During physical investigation, a catheter was received with a kink and a hole on the tube at 44.5 cm from the tip of the catheter. Due to heavily clogged catheter, it was not possible to pass through the catheter with the test guide wire. Therefore, aspiration test could not be performed. The catheter was cut opened, the helix was found kinked at 44.5 cm from the tip of the catheter and the catheter was found heavily clogged with bodily material. Therefore, the investigation is not confirmed for the reported physical resistance/sticking issue. A definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.